Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the rubber encasing of the patient cable on the mobile power unit (mpu) being loose was confirmed via evaluation at the european distribution center. Upon visual inspection of the returned mpu (s/n: (B)(4)) the rubber encasing around the lemo connectors was loose. The system powered up as intended and passed all tests. The patient cable was replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviation from manufacturing or qa specifications. The heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. G) section 6, entitled ¿equipment maintenance¿, explain how to care for and clean all equipment and how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. G) section e, entitled ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rubber encasing of the patient cable on the mobile power unit (mpu) was loose.